Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture. The right atrial (ra) lead and rv lead were both causing diaphragmatic stimulation. The leads were programmed off and will be replaced at a later date. No further patient complications have been reported as a result of this event.